Event description:
A caller reported an occlusion alarm, which could not be verified in the pump history. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Reportedly, the customer would use cold insulin and re-use cartridge. Additoinaly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer on proper load procedures and to properly cycle the cartridge before use.